Manufacturer narrative:
This supplemental report is being submitted to provide the results of the returned device evaluation, the device history record (DHR) review, and the review of the instructions for use (IFU). The balloon was returned for evaluation. The evaluation found the balloon was returned inside out and bunched up, consistent with use. The packaging was not damaged but had been opened. The balloon was turned backed to the original shape and installed on the distal end of a test ultrasonic endoscope. The balloon fit properly in the grooves but a small stream of water was observed at the distal end of the endoscope when water was injected. A round hole was found on the balloon under a microscope. The user report of balloon damage was confirmed. The damage was not due to rupture, however, as the hole was round and not irregular. The DHR review did not find any abnormalities or anomalies identified during production. The product met all specifications upon release. The root cause could not be established. Based on the nature of the damage, possible causes include mishandling after shipping or the way in which the device was attached to the scope. The IFU contains the following statements: -"balloons can easily break. Do not poke the balloon with a sharp object and handle with care." Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. This report is related to MFR: 8010047 -2020 -09467.

Event description:
The service center was informed that during preparation for use two linear ebus balloon were tested and broke. There was no patient harm or injury reported. No additional information has been obtained.